Event description:
During literature review of southern orthopaedic associations website, the following post "calaxo osteoconductive interference screw: the value of post-market surveillance" confirmed that 11 pts had prominences. Four requiring surgical debridements. There were no infections and no graft failures.

Manufacturer narrative:
Product recall initiated aug 21, 2007. (B) (4)